Manufacturer narrative:
(B)(4). Date sent: 6/2/2025. D4 batch #: unknown. Additional information was requested and the following was obtained: could you please give more information about the event description? The doctor says, regular use of harmonic1136 and then suddenly during the operations the harmonic stop working and the generator is no longer able to recognize, generator give an error (replace the instrument). Dr says first time we had to unplug and plug the device then the device stop working and not recognizing by generator but for the last time that suddenly during the operation the device stop working any more and the generator is no longer able to recognize it. Incident date: 13 may 2025. Product code and lot: (har1136) (c9e30j). They have the device. No patient consequences just delay in the operations time. What is the patient consequences if any (delayed surgery, death, bleeding, extended hospitalization, etc.) No patient consequences. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device suddenly stops working without touching any metals or stapler, and when I quickly came to the or to check the device and see what happened, I saw that the active blade was broken, but the doctor and all the staff told me that its broken while sterilizing it for me to touch it after the incidence happened. There were no patient consequences.

Manufacturer narrative:
(B)(4) date sent: 7/22/2025 d4 batch #: c9e19w. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to verify the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch c9e19w, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/16/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.